Event description:
The hcp reported that the patient experienced "unsatisfactory analgesia". A catheter contrast study was performed which indicated a "retrograde catheter". The patient had catheter revision surgery where the existing catheter was transected and a new catheter was spliced to the proximal catheter. The patient recovered without sequela. The drug contained in the patient's pump was morphine sulfate (10.0 mg/ml) and bupivacaine (10.0 mg/ml) delivering 3.3 mg/day.